Event description:
The reporter stated the surgeon implanted a icm125v4 12.5mm implantable collamer lens in patient's right eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to blurred vision. The lens was exchanged for another icl, same size and power. This resolved the problem. On (B)(6) 2014, patient's last visit to the doctor, bcva: 20/20.

Manufacturer narrative:
Corrected data: the exchange for another same icl with the same size, power and model did not resolve the problem as indicated on initial report. See MFR report # 2023826-2014-00929 for the exchanged lens. Method: lens work order search/medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. There was evidence of clear surgical residue on the product. A lens work order search was performed and no similar complaint was found. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review: review of this file indicates that the surgeon implanted an icl in a patient with preoperative existing astigmatism. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of this event is uncorrected astigmatism. The surgeon chose a spherical icl model and existing astigmatism was not addressed. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).